Manufacturer narrative:
The master tool manipulator (mtm) has been returned and evaluated by the failure analysis team. The mtm was analyzed, and the reported failure was unable to be reproduced but could be confirmed as having occurred via the field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. A sine cycle and a test drive were performed without any issues identified. Tests performed via matlab passed. The mtm had no trouble found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) due to issues logged with the finger clutch. The system was tested and verified as ready for use. Isi requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that a recoverable fault 23031 was presented and the surgeon had to deactivate the right master tool manipulator (mtmr). The customer reported that surgeon complained to him a few times before about unresponsive clutch button on mtmr. The tse checked the logs via artemis and found 23031 pointing to a broken button sensor on mtmr. The surgeon decided to complete the case with the left master tool manipulator (mtml). The procedure was completing as planned with no reported injury.